Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture is used in obese patients when closing the fascia after a trocar incision. In these cases, trocar hernias occurred two months after closure. The customer attributes this to our suture material and no longer wants to use it, switching back to another manufacturer suture instead. According to the head physician, the patients were female and approximately 45-50 years old and had no relevant preexisting conditions, such as diabetes or cortisone treatment. The patient had to undergo revision surgery. Unfortunately, no further information beyond what is already documented in the case description is available, and the patient has also stated that they do not wish to provide additional details. MFR report number for the other case: (B)(4) _3003639970-2026-00486_MDR.